Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 554 mg/dl. The customer had no symptoms of high blood glucose. Customer treated with insulin pump. Customer's blood glucose value was 292 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on march 16, 2017 and did not contact their healthcare professional. Customer declined to check for leaks or air bubbles, site or insulin issues, and settings. Customer also declined high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.